Manufacturer narrative:
Sections with additional information as of 13-may-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 13-may-2020: h1: type of reportable event corrected from "malfunction" to "serious injury."

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results obtained of hi. The customer¿s expected fasting blood glucose test result is 140 mg/dl. At the time of the call, the customer reported symptoms of increased thirst and feeling very tired; customer declined the need for medical attention at the time of the call. During the call, a blood test was performed by the customer fasting and produced test result of 445 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/29/2021 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: (B)(6).